Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that shut down and alarmed while he was conducting a performance check on the device. Resmed astral support went through the troubleshooting steps with the customer and suggested to send the device in for evaluation. The customer informed resmed later on the same day to report that the device was operating with no issues. The customer believed that the reported device issue was most likely user error and will not be returning the device for evaluation at this time. No device was returned to resmed for evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shut off and alarmed while performing its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.